Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. However, various factors such as the size, hardness or shape of the calculus, a load beyond the resistance strength was likely applied to the product during the lithotripsy causing the basket wire to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break, and part of this instrument may remain in the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. A lithotriptor cannot always crush all calculi captured in the basket. The operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damage shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. During lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body. Do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body.¿ this supplemental report includes a correction to d8 and d9 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus on behalf of the customer that during therapeutic endoscopic retrograde cholangiopancreatography with lithotripsy, three mechanical lithotripters broke. The two bullet tips broke and did not crush the stone. The wire-guided one ended up breaking the stone finally but it also broke in the process. The procedure took much longer, as reported, but was completed. Additional information obtained that each exchange would take roughly 2-5 minutes. The devices were inspected before use. There were no reports of patient or user harm associated with this event. Patient identifiers: complaint (B)(6)- 1 of 3 lithotripters. Complaint (B)(6)- 2 of 3 lithotripters. Complaint (B)(6)- 3 of 3 lithotripters. This report is for (B)(6).